Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed chronic total occlusion target lesion was located in the right coronary artery (rca). The 20mm x 2.5mm quantum maverick balloon catheter was inserted and crossed the lesion without issue. During an unknown inflation attempt, the balloon ruptured at approximately 16 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.